Event description:
Additional information received reported that the outcome was ongoing. It was noted that no actions were taken. It was noted that the there was a 3 mm posterior migration. It was noted that it was possibly related to subject positioning variance from prior films.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v671773, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient resolved without sequelae on (B)(6), 2015. The patient was not experiencing any symptoms. The lead migration was discovered during her 36 month visit which required an x-ray to verify lead position. No interventions were taken as the x-rays done at the patient's 48 month visit on (B)(6), 2015, did not indicate any lead migration compared to the initial x-ray when the lead was implanted.

Event description:
It was reported the patient had left lead migration of 0.5 cm. It was stated there was no action taken and the event was resolved without sequelae on (B)(6) 2013. It was stated the patient¿s lead migrated 0.5 cm posterior.

Event description:
Additional information received reported that an x-ray was obtained and there may be perhaps slight migration of the lead posteriorly, perhaps about 3 mm. It was noted that the patient would follow up in 1 year and repeat the x-ray and physical exam. It was noted that the patient would go in sooner if she developed any issues or problems. It was noted that the outcome was ongoing at the time of report.